Event description:
Patient was revised to address loosening of the tibial and femoral components of poly wear of the tibial insert and patellar component (right side). Also, the femoral component was found to be scratched, and there was evidence of metalosis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information, however, it would not be unreasonable to expect some wear after approximately 15 years of implantation. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.